Event description:
Litigation papers allege was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; elevated cobalt levels; fluid collection which appeared to be the result of metal on metal wear; pseudotumor; slight amount of corrosion; socket appeared to be retroverted and somewhat vertical and was very well ingrown. The adapter sleeve and femoral stem have been added to the complaint.